Manufacturer narrative:
A ge representative evaluated the system and could not find any evidence of the problem in the log files, and could not reproduce the reported problem. System operates as intended.

Event description:
Customer reported the system to start fluoroing when moved. No pt injury was reported.